Event description:
On april 11, 2007, the lay user/patient contacted lifescan alleging that her one touch ultrasmart meter was prompting the error 5 message. According to the owner's manual, the error 5 message would indicate the meter detected a problem with the test strip. Possible causes would be damaged test strips or incompletely filled confirmation window. The senior medical affairs specialist listened to the recorded call on april 13, 2007 to obtain clarification. The smas mailed a letter since the patient could not be reached by telephone. The patient reported experiencing "a reaction" on the night of 2007. She attempted to test; however, the meter prompted the error 5 message. The patient attempted to test with a different test strip vial (different lot number) and obtained the error 5 message. In 2007, she described feeling nauseated and "out of whack" due to the reaction experienced the evening before. The patient drove to the ER on the same day to have her blood glucose tested, since she was well aware that she was experiencing high blood glucose. A result of 460 mg/dl was obtained on the hospital device. She reported administering 4 units of novolog to cover the hospital result. Following the hosp visit, the pt tested her blood glucose using urine test strips. It would be helpful to know when the meter started prompting the error 5 message, how long the pt had been unable to obtain a blood glucose result, details surrounding her reaction on the evening , her insulin regimen, her usual blood glucose readings, other health conditions, other medications, and treatment received at the hospital. The customer care advocate (cca) confirmed that the test strips were in good condition and the pt was using the correct testing technique. The meter, test strips, and control solution were replaced. This complaint is being reported as an adverse event due to the following conclusion: the pt alleges she was unable to obtain a blood glucose result, developed symptoms suggestive of high blood glucose, tested 460 mg/dl on the hcp device, and administered insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.